Event description:
It was reported that during a superion indirect decompression system implant procedure while the physician was attempting to place the spacer implant at l3-4 lumber vertebra the implant broke, as the patient had thick spinous processes long with tight spaces. The physician removed the broken implant, and the procedure was cancelled. The patient was doing well post-operatively. The implant was retained by the facility and was not returned to bsc.